Manufacturer narrative:
Device received with intermittent button response due to flattened dome switches. Unable to perform self test and displacement test due to flattened dome switches. No stuck button alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button error and keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer stated that the select buttons were unresponsive. Customer also stated that the block mode was inactive and the button was unresponsive during an easy bolus attempt. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.